Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins). It was reported that the patient lost weight since the time of implant and the patient noticed that the battery moved around it possibly flipped. The rep tried to interrogate it, but could not. The patient was sent for x-rays to confirm if it flipped. The battery was also over discharged and will have to undergo a trickle charge. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the results of the x-ray were unknown. The manufacturer representative was still unsure if the implantable neurostimulator flipped. The patient mentioned that she felt a stitch pop and that it could have flipped. They wanted x-rays to confirm battery orientation prior to a trickle charge. A trickle charge has not yet been attempted. No further complications reported.